Event description:
It has been reported to philips that during a heart catheterization procedure the fluoroscopy and exposure failed. The procedure was cancelled. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips remote service engineer (rse) examined the system remotely and confirmed that the x-ray was not available. The fse visited onsite and upon functional testing, the fse found that the plc breaker in ups was tripped and there was so no power to universal transfer switch in ups followed by no power to k1 relay in generator. To resolve the issue, the fse reset the tripped breaker. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.